Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking near the lid and from the tubing. This event was identified during setup and before patient use. The infusor was filled at the pharmacy with an unspecified chemotherapy and a non-baxter closed system transfer device was attached along with an extension set. There was no patient involvement. No additional information is available.